Event description:
Doctor reported to a lensar clinical application specialist on feb. (B)(6) 2014 that while on phaco/surgery page for a pt, he noticed the screen orientation that shows nasal/temporal was not at 0 and 180 axis. It was at 90 and 270 axis. He states that he attempted to correct it by pivoting it to what he believes was 0 and 180. He then placed his arcs. When pt was under microscope, he noticed the arcs were cut in the wrong axis and it was 90 degrees away from what was planned. This was a left eye. The next 2 pts were left eyes (os) and he had the same issues, but he did not perform any arcs on these pts.

Manufacturer narrative:
The pt files were reviewed and it was easy to see that the wrong bed orientation was selected for three pts in a row. The bed and surgeon orientation will remain the same as the previous surgery unless the technician makes a change, in this case the change was made going from the left eye to the right and at the same time the correct bed orientation was also selected.